Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Functional and visual investigation of a retained sample were both within specifications. The bottle did not leak and the packaging did not show any evidence of leakage. All pertinent info available to the MFR has been submitted.

Event description:
We received a report that a bottle of revitalens multipurpose disinfecting solution had a cap which leaked from between the cap and neck of the bottle as the overcap came loose three times. As a result the consumer was unable to dispense the solution into his lenses in order to apply them. Additional info was requested, but not received, including return of the complaint unit.